Event description:
Pt admitted with severe bradycardia and some heart block. While undergoing pacemaker placement, inadvertently, part of the sheath that was a peel-back sheath to install the wires broke off and could not be retrieved. A venogram confirmed the pressure of an 8-10cm section of sheath that was in the lower portion of the subclavian vein. After reviewing this with the interventional radiologist and speaking with cardiovascular thoracic surgeons, it was felt it was not retrievable due to the depth and angle. A recommendation was made that the pt be anticoagulated until he could endothelialize this area naturally.